Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing using a known good battery and ac power cord without duplicating the report. The monitor board and dock were replaced as a precaution. The device was recertified and returned to the customer. The battery and ac power cord used at the time of the report were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.